Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
It was reported the sys failed to boot up. There are no reports of pt injury or death associated with this event.